Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit either powered off or had a black screen (failure in unconfirmed). There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR : 02apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The device would not boot up and would not power off. The fse replaced the battery and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.